Manufacturer narrative:
Continued h.6. : f2203, f2201, f1901. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma-late.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii, "minimum periprosthetic liquid", "underwent reoperation due to a complication of a hematoma", and "2 nodules of benign appearance" (non device related). The device has been explanted and replaced.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii, "minimum periprosthetic liquid", "underwent reoperation due to a complication of a hematoma", and "2 nodules of benign appearance" (non device related). The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Seroma-late: unable to observe as it is a medical event not related to the device. Hematoma: unable to observe as it is a medical event not related to the device. Lump/nodule-ndr: not applicable as the event is not related to the device. Additional observations: observed deformation on the device. Observed creases on the device. Observed air voids in the gel.